Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter (patient's mom) contacted animas to review the pump with customer support due to the patient's recent hypoglycemic event. The patient woke up, bolused, ate breakfast, and reportedly had a 180 mg/dl blood glucose (bg) result but then the bg was 345 mg/dl 2 hours later. The reporter attributed the elevated bg level to a kinked cannula. The infusion site and cartridge was changed and then the patient's bg dropped to 32 mg/dl 1 hour later. The patient was treated with cake icing and gummy squares, which brought the patient's bg levels back up to 68 mg/dl. The patient was sweating and was acting "goofy/giggly" with the hypoglycemic event but was still coherent. The reporter stated that the patient has not had any recent weight changes. The customer support representative (csr) reviewed the pump with the reporter and confirmed that the pump settings were correct. According to the pump history, all boluses were delivered and add up correctly in the total daily dosage history. The reporter confirmed that the patient was disconnected during priming process. The reporter agreed with the csr that there was no indication that the pump malfunctioned. The reporter was advised to consult with the patient's health care professional to review the pump settings. Although there was no indication that the pump malfunctioned; this complaint is still being reported due to the unexplained hypoglycemic event.